Event description:
Shaver was in use when a piece of the device went "off field" and into the patient's knee.====================== health professional's impression======================poor fit of inner cannula to outer housing of device.